Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain - right side") in a(B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included body mass index normal, depression and gerd. Concomitant products included norlestrin fe (loestrin fe) and sertraline (zoloft) since 2015. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy & diagnostic laparoscopy ((B)(6)2016)/removal of coil(s) via laparotomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and nausea had resolved, the migraine, headache and weight decreased outcome was unknown and the alopecia and weight increased was resolving. The reporter considered alopecia, headache, migraine, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2005: negative. Type of test: hysterosalpingogram (hsg), other (please describe) - pelvic us. Result: total bilateral occlusion, on (B)(6) 2015 and (B)(6) 2016. Transvaginal technique was performed and revealed the uterus to be normal in position and in the midline. The uterus measured 5.4 cm maximum fundal diameter and is 10.9 cm in length. The endometrial cavity measured 6 mm maximum thickness. Adnexa: both adnexal area were seen. The right ovary measured 3.6 cm diameter and left ovary measured 3.0 cm diameter. Follicular cysts were noted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2018: correction after internal review - intervention was required due to the event pelvic pain: hysteroscopy & diagnostic laparoscopy and removal of coil(s) via laparotomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.